Manufacturer narrative:
Concomitant medical products: product ID: 306001, lot#: unknown, product type: screening device. Product ID: 309201, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. Product ID: 309201, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence; the trial began on (B)(6) 2020. It was reported that the trial patient had completely wrapped the device from her back and had the leads all tangled together. The son disconnected the ens and cut the wires in order to untangle them. They are going to tape them to the lower back securely so they cannot be pulled on.